Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on with the following findings: the test strip has passed testing the report inaccuracy issue. The reported issue could not be reproduced. Unrelated to the primary issue, the test strips was returned with expired dates. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.